Event description:
Consumer complaint of erratic blood results. Back to back blood test results were 95mg/dl. No adverse event reported. Based on parkes error grid analysis, the bias between these two results is in zone c.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).